Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power / low power hazard event was confirmed via the provided log file. The log file contained data spanning approximately 1 day ((B)(6) 2019 ¿ (B)(6) 2019 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline . On (B)(6) 2019 at 7:11, a loss of ac power occurred resulting in a no external power and low power hazard event. It was unable to be determined whether or not the patient had access to the mpu¿s v-lock power cord; this information was requested multiple times with no responses received. The emergency backup battery appropriately operated the system during this time and support to the pump was not interrupted. The alarms cleared in approximately 3 seconds when power was restored. No other notable events occurred throughout the log file. The mpu (serial number unknown) was not returned for analysis. Information regarding the mpu (serial number and v-lock power cord access) was requested multiple times with no responses received. The root cause of the no external power / low power hazard events within the log file was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial #, UDI #, approximate age of device, manufacture date: the serial number of the device was requested but was not provided, therefore the expiration date, manufacture date, age of device, and unique device identifier (UDI) are unknown. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. On (B)(6) 2019, it was reported patient's log files were sent in for routine review. Technical services reviewed the submitted log files and observed a no external power/ low power hazard while the patient was connected to the mpu. This could be caused by the power cord coming loose from the wall outlet or the back of the mobile power unit. No other unusual events were noted. The pump parameters and values are within normal limits. No additional information was provided.